Event description:
Customer called on (B)(4) 2011 reporting that they were experiencing differential vote out and a clenz leak underneath the rockerbed on the beckman coulter lh 750 hematology analyzer. Customer was not able to locate the source of the leak. Customer was wearing proper personal protective equipment during the event and did not come into contact with the fluid. Customer noted that there were no erroneous results generated and no injury or change to patient treatment reported. Field service engineer (fse) was dispatched and observed that the waste chamber (vc26) was not draining which caused liquid to leak out of the vent port (ff156) of vl53b (drain differential/retics waste). Fse proceeded to clear port 4 on vc26 and the waste chamber was draining properly. No further leaking was observed but fse noticed low vacuum drifted errors when running startup. Fse replaced the low vacuum regulator and no further errors were observed. Fse was in the process of running controls to verify repairs when he encountered tube advance errors. Fse replaced the rockerbed ribbon cable which fixed the issue. Repairs were then verified according to established procedures and results meet published performance specifications.

Manufacturer narrative:
Field service engineer (fse) was dispatched and observed that the waste chamber (vc26) was not draining which caused liquid to leak out of the vent port (ff156) of vl53b (drain differential/retics waste). Fse proceeded to clear port 4 on vc26 and the waste chamber was draining properly as a result. No further leaking was observed but fse noticed low vacuum drifted errors when running startup. Fse replaced the low vacuum regulator and no further errors were observed. Fse was in the process of running controls to verify repairs when he encountered tube advance errors. Fse then replaced the rockerbed ribbon cable which fixed the issue. Repairs were then verified according to established procedures and results meet published performance specifications. (B)(4).